Event description:
Two passes with the needle were made during the patient procedure, nothing unusual was noted. Upon the introduction of the third pass, the scope was repositioned, and a metal object was noticed in the lung. It was then noted that the metal tip of the needle assembly was missing. A biopsy forceps was introduced into the scope and the metal object was successfully removed from the lung. The procedure was completed with a second needle of the same lot. A chest x-ray after the procedure was negative. The total procedure was 1-1/2 hours, including the 1/2 hour needed to perform the final chest x-ray. The patient underwent transbronchial needle aspiration (tbna) due to an abnormal chest x-ray and CT scan. Specimens were taken from the right upper lobe.